Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had parenteral nutrition (pn) infusions completing sooner than expected. It was stated that the customer used baxter tubing set with baxter filter set extension. Their rates can be anywhere from 10 ml/hour to 250 ml/hour. Their patients range from neonates to adult sized, which is why we can see such a range. Their pns that run out early tend to be over 100 ml/hour. This occurred during medication treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.